Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce infusor lv10 device had ruptured during patient use. The device was filled with 240ml of cephalozin (concentration 16.66mg/ml, 0.9% normal saline used as the diluent). There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. This is a single use device and will not be repaired.

Manufacturer narrative:
(B)(4). Additional information: the root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.